Event description:
On (B)(6) 2013, the reporter contacted intuitive surgical, inc. About the permanent cautery hook instrument but no description of the instrument was provided. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated on (B)(4) 2013. Engineering noted a broken distal clevis, broken cables, and a missing yaw pulley. The instrument was returned with both distal clevis ears broken off at their base. Broken pieces were not returned, but were roughly 0.285 x 0.220 in size. Yaw pulley and hook were missing from the distal end. Yaw cables have all been cut, allowing detachment of yaw pulley. Evidence not conclusive, but clevis breakage is likely due to overloading the tip. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the observations found during failure analysis could cause or contribute to an adverse event, if to reoccur.